Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device with model kd-v411m-0725 was returned for evaluation. The lot number was 27k with supplementary information number of ¿12¿. Subject device evaluation, the following findings were noted: the cutting wire was broken. The knife wire was found broken when the tip was inspected. The coated portion of the cutting wire was torn, and the broken portion was charred and melted. The outer diameter of the knife wire was measured and there was no abnormality found. The length of the knife wire and wire covering was found to be acceptable and there were no missing parts. No other abnormalities were confirmed except the breakage of the cutting wire. The device history records (DHR) for this product have been reviewed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. Length of cutting wire, length of coated portion, operation of cutting wire. Review of instruction for use (IFU), the following information are noted: this instruction manual (drawing no. Gk6224, revision no.9) contains the following information. Therefore, it would be possible to prevent this event from occurring. Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported that during the pre-use inspection (from the time of opening), the knife wire was broken. According to the report, it was stated to have occurred when not in use. The device was replaced with a similar device. No harm was reported. No patient harm, no user injury reported. Device evaluation found the knife wire was broken when the tip was inspected. Broken part noted to be charred black and melted. This report is being submitted due to the finding of broken knife wire charred and melted (burned ) identified during device evaluation.